Manufacturer narrative:
Recall: 3012447612-05/10/2017-001-r. The returned drivers were evaluated and found to be twisted. A review of the manufacturing records did not identify any issues which would have contributed to this event. Investigation of this issue found the cause to be a result of when applying torque to tighten the closure top with the vitality torque handle and vitality t27 final driver, the vitality t27 final driver shaft twists. This twist of the driver creates a torsional spring action on the mating parts of the t27 final driver and torque handle. The repeated spring action while applying torque damages the cam and cam lobe inside the torque handle. The damaged parts inside the torque handle result in the values of torque to go out of specification. Reference report 3012447612-2017-00153.

Event description:
It was reported that two worn drivers were found during routine kit inspection. However, device evaluation by the manufacturer found the tips to be twisted. There was not a specific surgery or patient associated with this event. This is report two of two for this event.